Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3005580113-2019-00004.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to inability to take anticoagulants. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging "loss of trained education for vocation", "six punctures to the inferior vena cava, one puncture to right common iliac, fusion to vertebrate." And employment resignation. Per a report from CT (computed tomography): "infrarenal inferior vena cava filter with approximately 6 prongs extending beyond the contour of the caval wall, maximum distance approximately 12 mm with one of the prongs extending into the right common iliac artery.". Per a successful retrieval report, "patient is no longer on anticoagulation and has a cook [celect] ivc filter with penetration into the duodenum, right common iliac artery, and adjacent intervertebral disc." "A straight flush catheter was advanced into the right common iliac artery and a diagnostic venogram was performed demonstrating no significant thrombus burden with the apex of the filter. "A loop snare was advanced through the laser sheath and was used to engage the filter hook. The filter was retracted within the laser sheath lumen until considerable resistance was encountered as both sheaths were advanced. The [laser] was activated and used to dissect the filter away from the caval wall with a fluence and a rate of 40 and 60 respectively. The filter was removed intact and sent to pathology for analysis. A completion venogram demonstrated no significant caval injury or atypical influx of contrast suggests an arterial fistula.".

Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2013. It is alleged the patient was injured without further explanation.